Event description:
Discordant low advia centaur xp testosterone results were obtained by the customer on three patient samples and the results questioned by the physician. The qc results were out prior to the patient samples being run, however the test results were reported. There was no report of adverse health consequences due to the discordant testosterone test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the system data indicate that there are no known system issues that may have contributed to the discordant low advia centaur xp testosterone test results. The customer's quality control results were out prior to the discordant samples being run and the results were reported prior to any action being taken. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.